Event description:
This case was initially received via regulatory authority (B)(6) on 21-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("implants found broken") and procedural haemorrhage ("hemorrhage") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced myalgia ("incapacitating muscular pain"), arthralgia ("incapacitating articular pain"), asthenia ("chronic asthenia"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances") and speech disorder ("speech disturbances"). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (implants were removed on (B)(6) 2017). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("another intervention was performed to remove the broken part"). On (B)(6) 2017, another intervention was performed to remove the broken part and the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed in emergency via laparotomy). Essure was removed incompletely on (B)(6) 2017, and the broken parts on (B)(6) 2017. At the time of the report, the allergy to metals, myalgia, arthralgia, asthenia, memory impairment, disturbance in attention and speech disorder had not resolved and the device breakage, procedural haemorrhage and complication of device removal outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, complication of device removal, device breakage, disturbance in attention, memory impairment, myalgia, procedural haemorrhage and speech disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24_aug_2017 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed 293 cases. Device breakage: the analysis in the global safety database revealed 1695 cases. Procedural haemorrhage the analysis in the global safety database revealed 25 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.